Event description:
Baxter (B)(6) received a report that one (1) intermate was leaking from the filling port. This occurred during filling. It is unknown what the device is filled with. There was no patient involvement reported for this complaint. The actual sample is available. No patient injury or medical intervention reported during the initial report. No additional information available. Report 1 of 2.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available; a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter conducted a batch review and per review of the batch records, all release criteria were met for the build of the lot. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.